Manufacturer narrative:
(B)(6) 2016 09:47 am (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 metal wire came off the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use were observed. No blood was observed. A visual inspection determined that the heater wire was detached at the tip, flexed away from the hot jaw and bent approximately 60 degrees. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed. Since no blood was observed to the device the most probable cause of the damage is due to improper insertion of the hemopro inside the cannula during preparation of the device. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 metal wire came off the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.